Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause of this issue was determined to result from a software exception error during the stress echo exam. The probable reason for the error is due to the stress echo subsystem attempting to access a backup file being controlled by solidcore at the same time. The customer was advised of a workaround to reboot the system if the issue occurs again. The system is fully functional. The occurrence of this error was resolved via a later software fix. Reference # (B)(4).

Event description:
The customer was using the acuson sc2000 for a stress echo exam. During review of the post stress eco exam, an error occurred. This resulted in data loss of the parasternal post images. The sonographer was able to complete the exam on the same system, and the patient was not re-stressed. The customer stated the missing images were not needed for diagnosis. There was no patient impact or injury.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference (B)(4).